Event description:
(B)(4) study. It was reported that an implant embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 30mm watchman closure device was utilized. Two partial recaptures were performed; the first was due to the position of the implant being too distal and the second recapture was due to an inadequate seal. The implant was able to be positioned and released. At an unspecified time, the watchman implant embolized into the left ventricle. Cardiosurgery was performed. The event was considered resolved the next day.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the laa had two lobes and a wide ostium. During the index procedure, stable fixation of the device in one of the lobes, with good compression and signs of slight leakage around the device were noted. The tug test was stable. The patient did not report any complaints, but later, towards the evening, felt faint on his way to the bathroom. The next day, during a follow-up echocardiographic examination, the device was found to be balloting in the aortic ostium. Cardiosurgery was performed that day. During surgery, the device was removed and the laa was ligated under extracorporeal circulation. After 4 days the patient was transferred from the cardiosurgery ward for continuation of treatment. In the course of the hospitalization pharmacological treatment was modified, rehabilitation proceeded without complications and a considerable improvement was achieved in clinical condition. Two weeks post procedure, the patient was discharged, going home in good general condition and with competent circulation and respiration.